Manufacturer narrative:
On (B)(6) 2016 08:51 am (gmt-5:00) added by (B)(6). Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4).. A maquet field service technician will investigate the unit. A supplemental medwatch will be submitted as soon as additional information becomes available.

Event description:
On (B)(6) 2016 08:44 am (gmt-5:00) added by (B)(6). It was reported that the hcu30 did not make ice but the compressor is running. Additional information: there were no patient involved. (B)(4).

Manufacturer narrative:
A maquet field service technician was on site and investigated the unit. The technician was able to confirm the problem that the hcu will not make ice. The reason was a compressor which was leaking oil and a burnt r56 thermistor on the power supply board. The defective parts were exchanged and the unit was tested for functionality and a safety check as per the service manual was performed. All tests passed. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
(B)(4).